Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that upon removing the pump from the box, the wake button appeared to be stuck down on one side. Reportedly, the customer has to press harder then expected to turn on the pump. Customer's blood glucose level was not impacted.